Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. Defibrillation threshold (dft) testing was performed and shock impedance measurements were observed to be 100 ohms. No adverse patient effects were reported. Subsequently, the patient passed away due to unrelated reasons.